Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -6.50/2.0/081 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to pigment dispersion. This resolved the problem. Reportedly, in order to prevent the adverse effects caused by long-term existence in the future, the lens was removed from posterior chamber intraocular lens with lens.